Event description:
Manufacturer received report by phone from user facility that a tabs monitor used with cord and clip assembly failed to alarm when a resident got out of bed and fell, due to the clip coming off the resident's clothing. Facility reported that the incident occurred on (B)(6)2015, and resulted in a fractured hip, and after successful surgery the resident expired on or about (B)(6) 2015. The facility further reported that the clip assembly in this case was applied to the resident's flannel nightshirt, and that the facility had later taken corrective action by removing all cord and clip assemblies presently in use, replacing them with a product known as "prime snaps" not made by manufacturer.

Manufacturer narrative:
Visual inspection conducted, and the clip assembly returned with the monitor was found worn. Monitor otherwise operated according to specifications on testing. Pull tests were conducted on the monitor shunt and clip assembly as returned. Pull force for the shunt was found within specifications, and holding force of clip was tested in varying configurations. Holding force of clip was found to exceed the shunt pull out force in all cases except when tested on a single layer of fabric with no seam and with the clip not locked into place. Warnings in product user guide instructs user to inspect cord and clip assembly before each use, and to discard and replace worn components before use. Manufacturer therefore concludes that operator technique in applying clip may have been insufficient, or alternatively that resident purposefully removed clip before getting out of bed.